Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to remove or failure to advance from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the ostium of the left circumflex (lcx) artery to the 1st obtuse marginal artery with moderate tortuosity and heavy calcification, a 2.5x38 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices and no other device or procedural issues noted. During removal, the sds was caught at the ostium due to a previously implanted stent in the ostium of the lcx. Although resistance was felt during removal of the 2.5x38 mm rx xience xpedition stent delivery system (sds), the sds was successfully removed from the patient anatomy and a new 2.5x38 mm rx xience xpedition sds was used to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.